Event description:
A glass-like substance came out of chloraprep stick while cleaning the patient's port site. The substance was on the floor and the armrest of the patient's chair. The patient obtained a cut on one of his fingers from the glass.